Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a loss of therapy. It was reported that they fell, and their leads had moved. A lead replacement was done on (B)(6) 20216, which resolved the issue.